Event description:
(B)(6). Date of event...best estimate (B)(6) 2013. According to the information received, a customer reported that the catheter came disconnected from the tubing and got stuck in her rectum. She had to go to the emergency room to get the catheter removed.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.